Event description:
On (B)(4) 2012, customer reported a leak at the rinse probe of the hmx al instrument while running the instrument in automatic mode. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and found that the waste tubing at the main diluter had popped off. Fse replaced the tubing and verified the repairs per established procedures. No further leaks were reported.

Manufacturer narrative:
(B)(4).